Event description:
It was reported that during a supply change and tubing fill, insulin was observed leaking from the cartridge chamber, and residual insulin remained in the chamber after removal, suggesting a leak of a prefilled fiasp cartridge; the connect adaptor lot number was recorded, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included resolution after switching to new supplies without further issues. Investigation included troubleshooting and education with the user and collection of component lot information. Investigation of this case revealed a suspected leakage at the cartridge interface consistent with a device component issue involving the prefilled cartridge and associated connection hardware, with normal operation after replacement supplies were used. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge leak consistent with a product performance issue not reproduced after replacement.

Manufacturer narrative:
Initial.